Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners.

Event description:
Customer reported there was a flood where customer was and received a new insulin pump. The box was in the flood and when they took out the device did not turn on. Customer's blood glucose was unk. Possible causes of a blank display were explained to the customer. The device did not have any signs of physical damage. It wasn't dropped or bumped. The device was exposed to moisture. Customer was advised to revert to back up plan. No further info reported.